Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using two prostyle devices with a 6f sheath after a leg angiogram diagnostic procedure. Retrograde approach was used. Reportedly, while inserting the first prostyle device over the wire, the plunger popped out and was loose. The device was not deployed and was removed. The suture of a second prostyle device was successfully deployed; however, the knot was unable to be advanced to the vessel. Because the physician had wire access still and the patient was still bleeding, the decision was made to use a non-abbott device. The non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.